Manufacturer narrative:
The device history could not be reviewed, as the lot number was unk. The info for use for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement of ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. To date, the filter has not been returned for eval. No additional info has been obtained despite numerous attempts. It is unk if pt or procedural factors contributed to this event. Based on the info rec'd, the results of the investigation are inconclusive and the root cause is unk.

Event description:
It was reported that a g2 filter migrated caudally and was tilted. The filter migrated toward the bi-furcation, but was not in the iliac vein. The filter was removed using a recovery cone. There was no pt injury reported.